Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 29, 2020. Upon further investigation of the reported event, the following information is new and/or changed: g4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 4114, 3221, 22). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 22 - known inherent risk of device. The affected sample was not returned for investigation. A retention sample was not able to be reviewed as the lot number was not provided. The noise was not able to be replicated as the sample was not returned; however, the issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Erumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the pump made a squealing sound. Per user facility, the issue was resolved slightly by backing off on the pressure applied by the retaining clip on the pump head adapter manually. No known impact or consequence to patient. The product was not changed out. The surgery was completed successfully.